Manufacturer narrative:
Lenses were not returned. The complaint is unconfirmed. The association between coopervision lenses and the incident is uncomfirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative that medical personnel caused or contributed to the event and/or the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged event.

Event description:
Coopervision customer service was made aware on (B)(6)-2014 of a patient who possibly developed an eye infection that was initially reported as itching with onset approximately (B)(6)-2014. Good faith efforts were made to obtain additional medical information. No additional medical information was received to date of this report. The lenses were not returned for inspection. The complaint is unconfirmed. The event is being reported on the patient report of infection.